Event description:
The problem has been clarified that there is a problem with an ECG cable. There is no reported adverse patient impact.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device has problem with the therapy cable. There is no reported adverse patient impact.